Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: cable 9735772 extrnl main to cam s8 svc h3) onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. B01 c02 d02 the cable was returned for analysis. Functional testing determined that the cable was functioning as designed. B01 c19 d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system has been intermittently displaying a "localizer not connected" error. The site has been resolving the issue by using an umbilical cable from another unit to reestablish the connection. The representative connected the suspected "bad" umbilical cable to another system and was unable to replicate the issue. The issue occurs when one particular cart-to-cart cable is connected. When cable is swapped with a known, working one, the issue resolves. The representative reported not seeing any obvious physically damage to the cable. The system was over 5 years old and there is no pattern of negligent damage to any parts, including the cable. The likely issue was due to normal wear and tear there was no patient involvement.